Event description:
Healthcare professional (hcp) reported patient was injected with 1ml of juvéderm® volite into cheeks, forehead, perioral area. Including: 0.7ml to cheeks, 0.15ml to perioral area and 0.15ml to forehead. Two months later, patient was suffering from flu-like symptoms (viral disease). By end of the month, irregular skin surface(cheeks, forehead, perioral area), non inflammatory papules, and palpable contouring of the filler were observed in the injected areas, persisting until now. The symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of infection, deemed not device related is considered an unexpected adverse drug experience. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.